Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported the implantable neurostimulator was explanted due to it being ineffective. During the explant procedure, the hcp noticed that the "lead/contact chamber" appeared to contain " a lot" of fluid/blood. The hcp was questioning whether this was normal and if it could indicate the reason for the device being ineffective for the patient's symptoms. It was noted the device was also planned for removal due to the patient's mental instability, in addition to the reported ineffectiveness. No further actions were to take place.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.